Event description:
Reporter alleged she tried testing on the advantage system but could not because it would not power on. Reporter stated she ate a normal breakfast, lunch, took her normal medications and then drove to the hospital where she was admitted for hyperglycemia and chronic obstructive pulmonary disease. Reporter stated she was treated with an insulin IV while in the hospital. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Reporter alleged she tried on the advantage system, but could not, because it would not power on. Reporter stated, she ate a normal breakfast, lunch, took her normal medications and then drove to the hospital where she was admitted for hyperglycemia and chronic obstructive pulmonary disease. Reporter stated she was treated with an insulin IV while in the hospital. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.